Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing was detached from the quick release while she was sleeping, and the quick release was still inserted on her body due to which she was having high blood glucose level as she did not know that it was detached. The patient replaced the infusion set and treated high blood glucose level. No further information available.